Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gast rointestinal/ pelvic floor and fecal incontinence. It was reported that the MRI tech said that the patient reported that the whole stimulator had moved to the right, but x-ray confirmed the lead was in pelvus area. Caller reports patient was able to put ins into MRI mode. Caller reports patient bumped their stimulator really hard. The patient was redirected to their healthcare provider to further address the issue.